Event description:
It was reported, smartsite, flow issues-blockage. The following was provided by the initial reporter: when used, the infusion connector does not go away and needs to be flushed out with a lot of force before it can be used properly, defective quantity of 4, 1 defective product can be returned with photographs provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.